Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Photos received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during the laparatomy-colectomy procedure at the time of performing an anastomosis with the ecs29a stapler, during the procedure, the stapling is activated, normal auditory feedback is obtained, so the stapler is opened and it is found that it cuts tissue but does not staple, it is they observe open staples. The anastomosis had to be performed again with a linear stapler. The procedure was able to finish successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # u5ca4x. Per photographic evaluation: upon visual inspection of six photos, the following was observed: the first, third and fifth photos show a device from anvil area with the casing half washer present. Also, three unformed staples can be seen on the guide face. The second, fourth and sixth photo shows tissue donuts with an unformed staple on it. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.